Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was experienced high blood glucose. Blood glucose level at the time of the incident was 597 mg/dl. The customer reported that the cannula of the infusion set was bent. The insulin pump will not be returned for analysis.